Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up and the patient complained of not feeling well. Upon interrogation, the pulse generator exhibited backup vvi operation and loss of telemetry. The device was successfully explanted and replaced. The patient was doing fine post surgery.